Event description:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) after being implanted for 55 months. At the last follow up in (B)(6) 2009, the battery life indicator was in the upright position and the physician expected the remaining longevity to be a couple of years. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The ICD was successfully replaced and returned for laboratory analysis. No additional information is available. Once analysis is completed, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.